Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. On 10/21/09, the unit was evaluated at philips by a technician, and symptom was verified. The power pca was replaced resolving the reported issue.